Manufacturer narrative:
A ge service rep performed a phone investigation and recommended releasing the joystick emergency stop button. The system was tested by the customer and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display a motion disabled error message. No pt injury was reported.